Event description:
While inserting the proximal portion of the 10mm ti cannulated lateral entry femoral nail, during intramedullary femoral nailing, an iatrogenic subtrochanteric fracture occurred. The surgeon removed the nail and completed the procedure with a trochanteric fixation nail. Fracture verified by x-ray. Surgeon continues to monitor the patient.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.